Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdome the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined motor speed was unstable. Motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during maintenance inspection on the device identified a repair was needed for motor error. There was no harm or delay reported as there was no patient involvement. Due diligence information complete. Due diligence is complete and no additional information is available. At device evaluation the dermatome motor speed was unstable. No adverse events were reported as a result of this malfunction.